Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the final root cause of this event was unable to be identified, as the loss of image was not reproduced during the device evaluation. It's likely the loss of image was caused by a cable failure with the combination device. Please see patient identifier (B)(6). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to inform correction to d4 of the initial medwatch. Please see also d4 for the updates. The serial number provided on the initial report for the subject device (d4) is a service order number for advance replacement and not for the video adapter. The serial number was updated from (B)(6) to na. In a follow up response, company representative stated that the serial number provided which is sn 7617011 belongs to the camera (concomitant device noted in d10 of the initial mw report). The camera is where the adapter/coupler was attached which was sent along with the repair to keep together to help customer keep track of both coupler and the camera. Additionally, the event date of when the issue occurred was not provided, other than stating that device was found in the closet(surplus closet), unsure of last use and it is unknown when the issue/problem was first identified . No further information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The subject device was received and evaluated. Device was returned with camera head model otv-s7h-1n, sn: 7617011. Device evaluation found the reported issue was not confirmed on this subject device as no issues found during testing. However, device evaluation of the camera head that was returned together with this device confirmed, the reported issue of "no image". The camera head was reported under MFR medwatch # 3002808148-2023-04207 with patient identifier (B)(6). Additionally, follow up communication with the customer regarding the reported event was made. However, were unsuccessful as no response is received with multiple follow ups made. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, the device showed with no image. Cord was lose at boot. Per the report, the image appears if "mess with the cord", the issue found at maintenance. There was no patient involvement associated on this reported issue. No harm was reported. No user injury reported due to the event.